Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got into a hot tub with the insulin pump on. Their blood glucose was 592 mg/dl. They did not mention any form of treatment for the high blood glucose. The device had passed the self-test. The insulin pump was exposed to fluid with no moisture damage. The customer will call back to troubleshoot. The device will not be returned for analysis.